Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition and with three tr35w cartridge reloads present. Cartridge (b) was received fully fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is completed and restarted. Once the firing cycle has been completed the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Cartridge (c) was received fully fired and with the lockout normal. Cartridge (d) was received fully fired and with the lockout normal. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the visual evidence provided in the photos alone, the event description cannot be confirmed. There is not enough evidence to determine the cause of the complaint.

Event description:
It was reported that during an unknown procedure, some staples were malformed after the second firing. Bleeding was found from one side. The surgeon used titanium clip and third device to close the vessel. A different device used to complete the procedure. No blood transfusion was taken.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Photograph analysis: based on the visual evidence provided in the photos alone, the event description cannot be confirmed. There is not enough evidence to determine the cause of the complaint.